Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2023-04148, 1627487-2023-04149, 1627487-2023-05697, 1627487-2023-05698. It was reported that the leads and extensions were showing high impedances. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced. The ipg was replaced for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: h6 health effect - impact code. A patient's entire system was explanted and replaced was reported to abbott it was determined the leads and extensions were showing high impedances. The ipg was electively replaced. Therapy was restored. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that reported system was explanted and replaced with new leads and ipg. No new extensions were implanted. Reportedly, the physician elected to replace the ipg.